Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm, pump error 41 (motor power supply voltage error detected. This was measured before each single pump stroke, and then continually measured periodically during the entire motor driving period), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported blood glucose value of 33 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). Troubleshooting was identified. The event involved product(s) mmt-1885. Troubleshooting determined that the issue was possibly caused by a site issue as the error did not recur after rewinding the pump and completing the rewind/prime process again with the same set. The customer reported that the battery cap contacts and battery compartment were not damaged or corroded. The customer received another battery failed alarm after inserting a new battery. The customer completed a pump restart and inserted another battery. The battery failed alarm did not recur. No further patient complications were reported. The customer would continue to use of the device, no product return is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.